Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately low. The medical surveillance specialist (mss) spoke with the patient on april 27, 2009 and obtained the following information. Contrary to what the customer care advocate documented, the patient reported that she felt the subject meter was reading inaccurately high and not low compared to her feelings and/or normal readings. The patient reported for the past few weeks she has been experiencing "lows" at least a few times a day. The patient stated that she felt the "lows" were as a result of administering too much insulin (bolus) based on the alleged high readings she was obtaining with the subject meter. The patient was unable to provide any specific high readings she obtained; however, claimed anytime her blood glucose is over 120 mg/dl her insulin pump calculates a bolus to take. On the afternoon of original date, the patient claimed she developed symptoms of feeling sweaty, faint like, confused, and heart racing. At the onset of symptoms, she tested her blood glucose with the subject meter and obtained a reading of "93 mg/dl." She then tested with her backup meter (onetouch ultramini) meter and obtained a result of "60 mg/dl." Based on statistical methodology, the calculated difference of these glucose readings exceeds the expected value of <=30 mg/dl. In response to the symptoms, the patient claimed she treated self with food and/or drink and felt better afterwards. The patient did not recall what result she obtained with the subject meter and what action she took regarding her diabetes management prior to developing the symptoms on this date. At the time of the troubleshooting, the cca noted that the patient was using the correct testing technique and cleaning the puncture area properly. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings with the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia on several occasions after the alleged meter issue began.